Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned a positive result for 1 patient sample tested for elecsys cmv igg (cmv igg) on a cobas e 801 analytical unit. The initial result was 21 u/ml (positive). According to the customer¿s internal protocol, the sample was sent to an external laboratory using an e801 analyzer and the result was 5 u/ml (negative).

Manufacturer narrative:
The sample that was sent to the external laboratory using an e801 analyzer was repeated, and the cmv igg result was again 5 u/ml. The external laboratory interprets this result as negative. Product labeling states that cmv igg results = 1.0 coi are interpreted as positive. Therefore, the results of 21 u/ml (from the initial report) and 5 u/ml are not discrepant; both results are positive.

Manufacturer narrative:
Product labeling states that cmv igg results = 1.0 coi are interpreted as positive. All provided results were positive. The provided results were not discrepant. The investigation did not identify a product problem.